Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon ruptured occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 3.00mm x 12mm nc emerge mr, ous catheter was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the length. No issues were identified along the entire shaft polymer extrusion. A microscopic examination of the balloon material identified no issues. A detailed examination of the extrusion identified a pinhole in the mid-shaft polymer extrusion at 2mm proximal of the port exchange. No issues were identified with the tip profile. A leakage testing was performed wherein the device was attached to an encore inflation unit. An attempt was made to inflate the device to the rate burst pressure (rbp) of 20 atmospheres (atm) as per the nc emerge instructions for use (IFU); a pinhole was identified in the mid-shaft polymer extrusion at 2mm proximal of the port exchange. The balloon failed to inflate fully due to the pinhole found in the mid-shaft polymer extrusion. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. As per the complaint notification form provided, the balloon burst due to several calcifications present. It is most likely an interaction occurred between the device and the patient's anatomy that contributed to the reported event. The patient's anatomy was moderately tortuous, moderately calcified and 80% stenosed lad lesion. These anatomical details most likely contributed to the reported event.